Event description:
This event was reported as explant at implant due to severe regurgitation; at explant, noted crease in leaflets (suture loop). It was implanted into tricuspid position. No further information was provided.